Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a defective power supply found during incoming inspection. It was also noted that the cable of the stylus was damaged but remained functional. The radiofrequency head cable was worn but functional and the anti-slip layer was missing. Errors were identified in the software history logs. The printer paper was depleted and the upper bullets were worn. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.